Event description:
35 interventional neurologists, neuroradiologist, and neurosurgeons and 23 interventional radiologist (peripheral and intracranial) participated in the post-market clinical follow-up (pmcf) anonymous survey for target coil. The survey was conducted both in the north america and europe. During the survey bleeding, coil protrusions and premature detachment of the coil were reported. No other information is available regarding this event.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
This is 1st of 2 reports. The subject device not returned.

Event description:
35 interventional neurologists, neuroradiologist, and neurosurgeons and 23 interventional radiologist (peripheral and intracranial) participated in the post-market clinical follow-up (pmcf) anonymous survey for target coil. The survey was conducted both in the north america and (B)(6). During the survey bleeding, coil protrusions and premature detachment of the coil were reported. No other information is available regarding this event.